Event description:
This is report 2 of 2 of the same event it was reported that during an unspecified spine surgery, it was observed that the motor device and attachment device were ¿chattering when engaged into the bone¿. There were no delays to the planned surgical procedure as identical spare devices were available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. According to the report, the motor device was tested with a different attachment device after the surgical procedure and was found to be working properly. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.